Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a polypectomy procedure performed on (B)(6) 2026. It was reported that during the procedure, the clip was closed on the defect; however, the catheter could not be withdrawn because the clip did not fully deploy. As a result, the physician had to manually pull the clip off. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.